Manufacturer narrative:
Internal file number - 324107/1-2. Evaluation summary: the device was returned for analysis and although abbott vascular (av) could not confirm the reported bending shaft, the reported inability to turn the m knob was confirmed. A review of the complaint handling database found no similar incidents from this lot. Further investigation was performed and av determined that the cause of the reported issue was the absence of the oil lubricant on the brake shaft. Av determined that this is an isolated incident and there is no indication that this issue impacts a wider population of product. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the difficulty positioning the device. It was reported that during a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr), while positioning the clip delivery system (cds) above the mitral valve, tension and a bend were noted. Additionally, the m knob was unable to be turned and the trajectory of the device was not good. The cds was removed and replaced. One clip was successfully implanted, reducing mr to grade 1. There was no adverse patient sequela and no clinically significant delay in the procedure.